Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated that system diagnostics performed on a vns pt resulted in a high lead impedance warning. The reporter indicated that there had been no events of trauma which could have contributed to the event. X-rays were reviewed by the manufacturer and no anomalies were identified with the visualized portion of the patient's device. The reporter indicated that no interventions have been planned at this time.